Event description:
Caller reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappeared.